Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 573 mg/dl at the time of incident and current blood glucose level was 173 mg/dl. Customer also mentioned he had a high blood glucose in the morning because insulin pump was off but now it was fine. The device will not be returned for analysis.